Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited anomalies recently. The patient indicated that the anomalies were not related to the model and provided no further details. As of this time, this ICD remains in service. No adverse patient effects were reported. Additional information indicated that the patient has been checked last year with no allegation reported.